Manufacturer narrative:
(B)(4).

Event description:
It was reported by the patient that she was worried that when the vns battery was depleted, she would have seizures. The patient reported that she feels tired all of the time, doesn't want to eat, and just wants to sleep. It was stated that she has a hard time walking and talking and it's like being drunk. The patient reiterated that she did not feel good and just wanted to sleep and cry. No additional relevant information has been received to date.